Manufacturer narrative:
Conclusion: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is possibly in an early stage of failure and is likely to fail sooner or later due to humidity ingress at the housing braze joint through micro-leaks. Only a part the active and reference electrode has been received for investigation purposes. This is a final report.

Event description:
The user reported a sudden high pitch sound followed by shooting pain over the implant site on (B)(6) 2023. Once the external device was removed and replaced a continuous 'drilling' sound was heard followed by a complete absence of sound. The system has not worked since this time. The user has been re-implanted.

Event description:
The user reported a sudden high pitch sound followed by shooting pain over the implant site on (B)(6) 2023. Once the external device was removed and replaced a continuous 'drilling' sound was heard followed by a complete absence of sound. The system has not worked since this time. Explantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden high pitch sound followed by shooting pain over the implant site on (B)(6) 2023. Once the external device was removed and replaced a continuous 'drilling' sound was heard followed by a complete absence of sound. The system has not worked since this time. Re-implantation is considered.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is possibly in an early stage of failure and is likely to fail sooner or later due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Explantation is considered but no date has been scheduled yet.